Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to corroded keypad traces. The insulin pump was received with minor scratched display window, a cracked belt clip slot, and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 8.6 mmol/l. Customer was advised to move on to the loan pump. Insulin pump will need to be replaced. No additional information provided.